Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was dead as the patient had been in and out of the hospital. Antenna locate and two trickle charges were attempted. The patient's next appointment was on (B)(6) 2018. No symptoms or further complications reported. Additional information was received from a manufacturer representative (rep) on 2019-feb-04. The rep was not at the clinic appointment on (B)(6) 2019. Their team tells them that the battery is still overdischarged and the doctor is aware. The patient is moving ahead with some type of different intervention. The rep is unaware of more plans for the ins but the healthcare professional (hcp) would contact them if the patient has a replacement surgery. No further complications were reported/are anticipated. Additional information was received form the rep. It was reported the patient was seen at her doctors office and wanted battery jump started however it would not jump start after almost all day attempts. Patient was sent to an hcp for a battery replacement and pump trial. Patient was seen on (B)(6) 2019 by the hcp. Rep unsure what happened at that appointment.